Event description:
It was reported that the patient presented to follow up with episodes of t-wave oversensing. Programming changes were made. Lead remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.